Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, one (1) tube had a deformed rubber stopper. There was no report of user or patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for cut product/component was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of cut product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cut product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, one (1) tube had a deformed rubber stopper. There was no report of user or patient impact

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E1: initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.